Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted. Motor was tested outside the device and it passed. The device functioned properly. The device had minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call, the customer was hospitalized due to diabetic ketoacidosis. Customer's father wanted to ensure the insulin pump was working correctly. The device had alarmed motor error during the fill process. Customer's blood glucose was 393 mg/dl. Customer was treated with an IV at the hospital. Troubleshooting was performed and the device alarmed motor error during the high pressure test. Troubleshooting was performed for motor error alarm. The device was not exposed to an MRI or strong magnetic field. Customer's father doesn't use the sensor feature and was able to complete the rewind sequence. Customer's father was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's father agreed to return the device for further analysis.